Event description:
I had the infuse implanted during my spinal surgery, this has caused me many complications including pain, the need to undergo an additional surgery, as well as physical limitations.